Event description:
Medtronic received information that this silicone membrane oxygenerator exhibited a fluid leak at the gas port. This observation was made while priming the device, prior to use. The decision was made to change out the device, which was performed with no patient involvement.

Manufacturer narrative:
Evaluation: device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: visual inspection shows no outward signs of damage to the outer wrap of this silicone oxy. Unit appears to have been primed only as no body fluid residue was observed. Unit was run with fluid at 1.8 l/min with 3psi back pressure for 30 minutes. During run, a small amount of fluid was observed exiting the gas port. Unit was then dissected, which clearly shows moisture inside the envelope near the end roll. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows two separate leak paths near the end roll. Leak # 1 was near the center of end roll. Microscope inspection shows a small cut in the membrane loop side down. The cut was located in the island portion of the membrane. A deep indentation in the membrane caused by the screen, intersects the leak area. Leak # 2 was located 1" from the side seam. Microscope inspection shows a puncture like hole in the membrane (loops up), although no high spots in the screen were noted, nor was the hole near the screen sizing seam. Review of the device history record shows that this product passed all testing during manufacturing, and was release meeting specification. Conclusion: reduced performance of the device occurred and was likely related to user handling. As the product passed all manufacturing tests prior to being released for distribution, we suspect that the damage occurred outside of medtronic's control. Specifically, we suspect that deep negative vacuum pressures used during the priming phase of the product may have contributed to the reported event. The customer elected to decrease the amount of negative pressure used. No further complaints have been received from the customer.